Manufacturer narrative:
H10: additional narrative: on(B)(6)18, (B)(6) reported there was no sound coming from the cns-6201a (pu- 621ra sn:139). The cable was connected to the right output on the cns tower and to the monitor. Service requested troubleshooting/assistance service performed the cns was rebooted and sound was working. Customer was advised that someone may have disconnected the sound cable, then reattached it causing a driver/software issue between windows and the hardware. Investigation result the cns was placed into service on 05/02/12, which is almost 6 years prior to the reported issue. A review of device history found no previously reported issues for the unit's audio. There was a reported issue of no audio on the cns. The issue was resolved by rebooting the unit. No part was replaced. Suspected cause is improper connection of the cable. Review of similarly reported issues at other facilities show pattern of user error for issue "no sound on cns". In each case, the issue was caused improper cable connection, and resolve upon proper connection of the cable. There was no confirmed failure of the audio found. Based on the given information, likely root cause is user error. This issue is not suspected to be caused by deficient device or design. There were no further reported issues with the unit's audio. Corrected information: g4. Date received by manufacturer: should be 03/14/2018 not 04/12/2018 as listed on MDR initial report

Event description:
The biomedical engineer reported that there were no sounds coming from the central nurse's station (cns), which would result in no audible alarms, should alarms be exhibited.

Manufacturer narrative:
The biomedical engineer reported that there were no sounds coming from the central nurse's station (cns), which would result in no audible alarms, should alarms be exhibited. Nihon kohden technical support advised the customer to check the cabling and the cns software settings for the main sound and the sound tab settings, both of which were found to be correct. The cns was then rebooted, which resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that there were no sounds coming from the central nurse's station (cns), which would result in no audible alarms, should alarms be exhibited.